Event description:
During the procedure while impacting the 4:1 cutting block. Tip of the modular handle (green handle), which connects into the cutting block, broke off. The loose/broken piece was retrieved.

Manufacturer narrative:
Additional information has been requested and if received, will be submitted in a follow up report upon completion of the investigation.